Event description:
It was reported to covidien on 10/21/2009 that a customer had an issue with a heparin syringe. Customer reported that she was using heparin starting in (B) (6) of 2007 for less than one year. Customer indicated the product was bad, but would not provide any add'l info.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.